Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: observed power on resets events in the black box to support power loss. Battery cap does not tighten securely onto the pump and is not able to maintain electrical connection. There's a crack along the battery compartment threads. The battery cap threads are stripped/damaged. Able to duplicate power loss. Test cap was used for 24 hr test without any reboots. Test cap used for investigation. Unrelated to the complaint, pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue: the pump has crack in the battery compartment and has lost power about 12 times in last 2 weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.